Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 50 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level causing them to go low. Reportedly, customer fell and hurt their knee and elbow. Reportedly, customer was treated intravenously with fluids of saline at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.